Manufacturer narrative:
Available information suggest that this device has not been returned. Should this device be returned analysis will be performed and this event will be updated.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up it was not possible to interrogate this pulse generator (pg). When placing a magnet over the device no response from the device was seen. The patient had their own underlying rhythm and no adverse patient effects were reported. Technical services discussed using a different programmer. In addition due to the fact that this device has been implanted for over 9 years a possible device issue could be be ruled out. At this time, the device remains implanted.

Manufacturer narrative:
Additional information noted that this device was explanted and returned. This report will updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--